Event description:
It was reported that the foley catheter was removed naturally due to fixed water leakage. The fixed water withered and came out. It was confirmed that there was a small damage at the root and there was a leak. It was stated that the event happened just after placement. There was no rupture or tear in the balloon and the water leaked from the bifurcation area. No materials were in contact with the catheter and the catheter was inserted by hand. As per follow up information received via ibc on 16jun2022, stated that small damage at the root in the initial reported issue referred to a crack in the bifurcation area.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for patient treatment. The product had not caused the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The investigation is concluded, and no additional action is required at this time. As the reported event is unconfirmed a labeling review is not required. The actual/suspected device was inspected.

Event description:
It was reported that the foley catheter was removed naturally due to fixed water leakage. The fixed water withered and came out. It was confirmed that there was a small damage at the root and there was a leak. It was stated that the event happened just after placement. There was no rupture or tear in the balloon and the water leaked from the bifurcation area. No materials were in contact with the catheter and the catheter was inserted by hand. As per follow up information received via ibc on 16jun2022, stated that small damage at the root in the initial reported issue referred to a crack in the bifurcation area.